Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was flipping in the pocket. As a result, surgical intervention was undertaken on (B)(6) 2016 during which the ipg was buried deeper in the original pocket and sutured to the fascia. The issue is resolved.